Event description:
Home pt (hp) reports approximately 25 incidents of the disconnect cap popping off of the pt extension line during hi-dose apd therapy over the past five years. Noted during use, upon returning to complete the hp's night exchanges. The hp replaced all supplies and therapies were completed without incident. No pt injury or medical intervention reported per hp.